Event description:
It was reported that discarditii 5ml with 23x1 syringe had a crack in the barrel. This occurred on 20 occasions before use. The following information was provided by the initial reporter: in several cases it's seen that there is a crack developed in syringe barrel(5ml) just after pushing or pulling the plunger for once.

Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review three photos of discardit 5 ml from lot # 9089964, regarding item # 300852 with the reported issue of ¿when phlebotomist was removing the product from package for drawing blood he found that barrel of the discardit ii 5ml23g syringe was cracked¿. DHR reviewed found no non-conformities. The investigating team did not receive any customer return samples. Bd team has received three photographs and the team has investigated the photographs and the retention samples of material number 300852 for lot number 9089964. While the photograph confirmed the crack on the barrel of the samples, we did not find any defect in the retention samples. The defect is confirmed on the photograph received. After a thorough investigation and review of the received complaint photographs, it is clear the barrel is cracked and complaint is confirmed. Although machine already has a crack barrel detection system, there may be a possibility of cracked barrel generation after detection system. Potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer. A cracked barrel is a critical defect, so the following actions are proposed to avoid a cracked barrel defect. 1. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. 2. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discarditii 5ml with 23x1 syringe had a crack in the barrel. This occurred on 20 occasions before use. The following information was provided by the initial reporter: in several cases it's seen that there is a crack developed in syringe barrel(5ml) just after pushing or pulling the plunger for once.